Manufacturer narrative:
Device available for evaluation?, initial report inadvertently had selected yes.

Event description:
It was reported that the patient's infection was methicillin-resistant staphylococcus aureus, or mrsa.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had an infection at the generator incision site after a recent generator replacement surgery. The patient was seen by the primary care physician who prescribed antibiotics. It was later reported to the surgeon that the patient's infection had continued and that the incision was open and draining. It was noted that the metal of the device was visible. The surgeon stated that the patient had been provided antibiotics post-surgery. The surgeon explanted the generator and lead. Review of the generator and lead device history records confirmed that the devices were sterilized prior to distribution and all quality specifications were passed. No additional relevant information has been received to date.